Event description:
It was reported that the patient experienced an infection following his 2005 implant. He contracted (B)(6) while at the medical center. The patient was sent home with a peripherally inserted central catheter (PICC) line for 7 weeks while on vacamythison 2x per day. After two months the infection cleared. It was noted that the patient had 2 "flair up" infections that occurred in 2006 and 2007 but was not believed to be related to the implant because, the infections occurred at his waistline and not the implant site. Cultures were performed of the infection. It was also stated that the patient was on a pain patch because he had seven herniated disks. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 748910 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type extension product ID, 748910 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type extension product ID, 7435 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type programmer, patient product ID 389045 lot# j0527050v serial#, implanted: 2005 (B)(6), explanted: product type lead product ID, 389045 lot# j0537641v serial#, implanted: 2005 (B)(6), explanted: product type lead. (B)(4).